Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit did not auto-fill the catheter; helium was full, the staff tried to troubleshoot and changed the tubing and ended up switching the console out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit did not auto-fill the catheter; helium was full, the staff tried to troubleshoot and changed the tubing and ended up switching the console out. There was no patient harm reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. According to the logs customer was using no extension or the wrong balloon extension(user error). The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.